Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A facility representative reported that following a implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was later intraoperatively removed and replaced for a shorter length lens and the problem was resolved. Cause of the event user error.